Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received broken reservoir tube lip, cracked reservoir tube, cracked reservoir window, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that customer's daughter had a failed battery test. Customer's blood glucose level was 113 mg/dl. Customer's mother (B)(6) was not able to clear the initial alarm. It was found that the battery compartment and spring were neither damaged nor corroded. Customer was advised that if not aligned or tightened, the pump may alarm failed battery test. Customer received another failed battery test when customer checked to make sure the battery was securely fastened. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)